Event description:
The customer obtained a false high triglyceride (tg) result for one (1) patient, involving the unicel dxc 600 synchron system. In addition, the customer reported receiving microalbumin (ma) quality control failures. No erroneous results were generated for ma. The customer repeated the sample on an alternate dxc and obtained a lower tg result considered correct. The false high tg result was not reported outside the laboratory. There was no effect to patient treatment in connection with this event. Quality control for tg was within laboratory established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) performed a performance verification test (pvt) for cartridge chemistry (cc) sample probe carryover. The pvt test failed. The fse evaluated the instrument and found a completely blocked cc sample mixer wash insert and a partially blocked cc reagent wash insert. The fse replaced the cc sample and reagent mixer wash inserts and the cc sample probe to resolve the issue with triglyceride (tg) patient recovery and microalbumin (ma) quality control. Instrument operation was verified.